Event description:
The olympus representative reported on behalf of the customer that in two instances, the needle tip broke during a diagnostic endobronchial ultrasound (ebus) procedure. The first needle tip broke in the lung and was removed, and the second needle tip broke in the lymph node of the patient and was not removed. The procedure was prolonged 1 hour and 52 minutes while retrieving and troubleshooting the needles while the patient was under anesthesia. The second needle tip remained embedded in the 4r paratracheal lymph node. Fine -needle aspiration (fna) and adequate samples were obtained and the reported problem did not affect the outcome of the procedure. The procedure was completed with the same device. A chest CT was performed to confirm position of the needle in the lymph node and vascular surgery was consulted via telephone. Related patient identifiers: (B)(6): single use aspiration needle kr337711 / na-u401sx-4021 (needle 1 of 2). (B)(6): single use aspiration needle kr337711 / na-u401sx-4021 (needle 2 of 2). This medwatch is for patient identifier (B)(6).